Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2015 at approximately 8am in the morning when she attempted to test her blood glucose using the subject device. The patient manages her diabetes using insulin and self-adjusts the dose, and reportedly decreased her usual dose (by or to) 4 units before each meal in response to the alleged issue. The patient reported experiencing symptoms of shakes and sweats approximately 1 day after the alleged meter issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that it was not the first time the product was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.